Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad buttons were not found to have normal spring back. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad buttons were not found to have normal spring back. The keypad was found to be intact. The keypad was removed and contamination was observed under the button contacts. The keypad buttons were found to be responsive during evaluation.